Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush head broke. The plastic internal mechanism similar to a driveshaft broke during normal use. No injury was reported.

Event description:
Consumer sent e-mail stating the brush head broke. The plastic internal mechanism similar to a driveshaft broke during normal use. No injury was reported.

Manufacturer narrative:
(B)(6) 2021: based on evaluated the digital product return this event is not reportable.